Event description:
It was reported that a remote carealert notification was generated but the clinic did not receive the notification until hours later. Follow up investigation noted that this was due to a problem with the phone line which resulted in two "incompatible equipment" responses which does prompt the monitor to wait six hours before attempting to dial again. There was no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.